Manufacturer narrative:
Visual inspection of the returned tibial plate identified scratching along the anterior and posterior edges of the plate and along the locking feature. There is slight evidence of bone growth on the lateral posterior portion of the place. Both pegs were removed from the plate and returned for review. One peg has evidence of bone ingrowth on half of the peg. Device history records were reviewed for the tibial component and did not find any deviations or anomalies. These devices are used for treatment. The package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on 02/19/2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number.

Manufacturer narrative:
Surgical op-notes for primary and revision surgery were received. Primary notes confirm that the patient underwent total knee arthroplasty due to osteoarthritis of the left knee. During the surgery, after the placement of tibial and femoral trial component it was noted that posterior cruciate ligament was inadequate, therefore, anterior constrained polyethylene was used which gave great stability. Good range of motion, good flexion and extension was achieved with trial components. Final components were then placed and patient was in stable condition post-op. Revision notes confirm that tibial component was revised due to pain and possible loosening. It was reported that patient had pain and discomfort in the left knee and patient's x-ray showed subsidence. During the surgery, scar tissue was resected and it was noted there was definite evidence of subsidence anteriorly. Tibial component was removed and the pegs were taken out using osteotome. Trial component gave good stability and good range of motion. Final components were placed and patient was transferred to recovery room in stable condition. Further determination through corrective and preventive actions determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported the pt was revised due to pain and possible loosening of the tibial component.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.